Event description:
After resistance was encountered inserting the enterprise vrd into the hub of the prowler select plus microcatheter (mc), the enterprise stent deployed in the hub of the mc.

Manufacturer narrative:
After the coiling the aneurysm, the physician decided to place an enterprise stent. After positioning the prowler select plus and removing the gw, resistance was encountered when attempting to insert the stent into the mc. The delivery system seemed not to advance through the hub of the microcatheter. In retrospect, it was reported by the rep, that it was possibly due to the enterprise system introducer not having been seated in the hub, as it was indicated in the (IFU) information for use. Additionally, the physician indicated that the stent felt like it was getting hung up on the enterprise system introducer. After the initial insertion difficulty, the enterprise stent was retracted into the introducer and removed from the microcatheter. Then, the enterprise system was tested in a saline bowl. While in the salin bowl, the stent was advanced out of the introducer while ensuring that it was not advanced past the recapture point, so that it would not deploy. During testing with the enterprise delivery system in the saline bowl, the physician indicated that he felt the stent catching on the enterprise introducer. After the enterprise was tested in the saline bowl, the physician attempted to insert the stent in the microcatheter. After the enterprise was tested in the saline bowl, the physician attempted to insert the stent in the microcatheter, but the stent dislodged in the microcatheter/hub. This time, without the sales rep knowing it, the physician pulled back on the introducer and attempted to feed the stent into the mc, but the stent dislodged in the microcatheter/hub. Both products were removed and another system was inserted, but the second system (noncordis neuroform and a competitor's microcatheter) failed and during advancement. The physician decided to reschedule the patient and complete the procedure another day, because there were no other stent systems available. The enterprise system and microcatheter were received for analysis coiled in a zip lock. The stent was deployed within the mc luer hub and the mc had a compressed area 5cm from the distal end. The introducer tube was retracted into the introducer sleeve while secured within the hemostasis valve. When the enterprise delivery wire was withdrawn from the mc hub and introducer sleeve, it was noted that the distal coil had become detached from the delivery wire shaft and proximal coil was stretched. The device history records relative to manufacturing, inspection, and packaging of this lot indicate that the product was final inspected tested and determined to be acceptable. The returned product does not present with any obvious indications of manufacturing defects or anomalies. Although it cannot be determined when the damage noted on the delivery wire occurred, the damage may have occurred if, as speculated by the reporter, the enterprise vrd introducer was not fully seated in the hub of the mc during initial insertion. If damaged at this time, it may have resulted in the stent appearing to catch on the introducer. It was reported that during the second attempt to insert the stent into the mc, the physician pulled back on the introducer and attempted to feed the stent into the mc, but the stent dislodged in the microcatheter/hub. The IFU cautions that the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. In this case, withdrawing the introducer led to the deployment of the stent into the hub of the microcatheter. There are identified procedural factors that may have caused damage to the delivery wire; and identified procedural factors contributing to the report of the stent deployment in the hub of the mc. If additional information is available or becomes available, it will be submitted within 30 days upon receipt.